Manufacturer narrative:
A service history review was attempted. The investigation of the complaint articles has shown that: no service history review can be performed as part number 387.337 with lot number(s) 1308024 is a lot/batch controlled item. The manufacture date of this item is nov-2006. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 16. Feb. 2005. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the screws were missing. The repair technician reported missing parts as the reason for repair. The cause of the issue is unknown. The following parts were replaced: hex screw, stop screw. The item was repaired per the inspection sheet, passed synthes final inspection and returned to the customer. The evaluation was confirmed. A product investigation was completed: per the technique guide, the synframe system allows for a less invasive spine surgery by eliminating hand-held retractors and allowing direct visualization. A minimum of four retractors are utilized, each inserted into a guide rod (387.358) and locked into place by rotating the blade 90 degrees. The guide rods can then be attached to the holding ring (387.336 or 387.337 x2) through ring clamps (387.347). Each guide rod has a swivel clamp which can be adjusted on its axis to enlarge the visible operating area. Relevant drawings for the returned instrument were reviewed (both present revision and from the time of manufacture): top-level, ring and screw. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot numbers and no material review reports, non-conformance reports or complaint-related issues were identified with the lot numbers which may have contributed to the complaint condition. No service history reviews were possible as the devices are lot/batch controlled. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint conditions. No definitive root cause was able to be determined however, based on device age; it is likely that repeated use and device disassembly for sterilization contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the service history record has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department reported two (2) synthes evaluation synframe half rings failed inspection. Both items are missing set screws. There was no patient or procedure involved. This is report number 1 of 2 for (B)(4).